Event description:
Dexcom was made aware on 07/03/2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. It was reported that the pediatric patient experienced a skin reaction with redness, pimples, infection, and a big bump on the insertion site, which occurred an unspecified day after the sensor had been inserted in the thigh. On (B)(6)2024, the skin reaction was painful, so the parents removed the sensor. There was a big red bump and infected around the insertions site. The mother took the patient to the hospital, and they prescribed oral antibiotic 4mg/dl three times a day. The patient was discharged the same day. At the time of the report the patient was stable and almost finished with the antibiotic. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule